Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a6 - race ni removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness failed, image flare occurred, there was deposit on the coupler unit, and on the locking lever, and there was a cut on the head unit. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the cable unit, the water tightness was lost, and flare occurred. Therefore, the most probable cause of the identified failure is cause traced to user and cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a failure that prevented the ability to cover the wires due to an alteration of the sheathing. There was no report of patient involvement

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a failure that prevented the ability to cover the wires due to an alteration of the sheathing. There was no report of patient involvement

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.